Event description:
It was reported the balloon ruptured during procedure. Prior to use, the balloon was prep and confirmed work as intended.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).